Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain via a manufacturer¿s representative (rep). The rep reported that the patient¿s battery was overdischarged. The rep reported that the patient hadn¿t charged the battery for 2 to 3 months due to other medical complications. The other medical complications were not related to the device. The rep reported that this was the patient¿s second overdischarge. The rep reported that they performed a trickle charge. It was unknown if the issue was resolved at the time of the report. Additional information was received from the rep on 2018-03-22. The rep reported that the overdischarge was not resolved. The rep reported that the neurostimulator (ins) was not able to hold a charge and it couldn¿t be reset. No further complications were reported.